Event description:
The device was used to administer countershocks to a pt diagnosed in pulseless ventricular tachycardia. The pt subsequently went into supra ventricular tachycardia and synchronized countershocks were attempted. The device allegedly displayed an energy fault message and the energy was not delivered to the pt. A backup defibrillator was made available but the pt had self converted. The pt was subsequently transferred to another hosp. There were no adverse affects to the pt reported as a result of the alleged malfunction.